Manufacturer narrative:
Impedance problems - other: dystonia.

Event description:
It was reported that following a revision, the patient experienced a loss of therapeutic effect; dystonia was worse, cognitive changes, gait instability, and a fall. A CT scan showed no problems. Problems with impedances were reported. Channel one was ok. Channel two was questionable. Four and case, seven and case = 690 ohms with current less then 15. All bipolars = 690 ohms with current less then 15.5 & case and 6 & case = 452 ohms with current greater than 19. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.